Event description:
It was reported that water leaked from the foley catheter during pretest. Per sample evaluation results received on 22apr2022, the inflation notch on the foley catheter was being too small.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. A potential root cause for this failure mode could be ¿ punch depth too large¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the foley catheter during pretest.